Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device overloaded and had heated up, but not to the extent that it could not be touched. It also smelled burnt. This was noticed during the inspection in the warehouse of arthrex spain and not at the customer. Per complaint reporter there was no harm for patient, operator or third party. There was no case involvement. No further information received.